Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with their implantable cardiac monitor exhibiting post sensed t-wave over-sensing and ventricular undersensing. The clinicians elected to leave programming settings the same. The patient condition was stable.